Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the tandem-provided charging supplies and pump began burning or melting. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy

Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the wall adapter was not able to be verified due to the wall adapter not being returned for investigation. The alleged issue against the usb cable and pump battery burning or melting was not confirmed. The information will be used for tracking and trending purposes.